Event description:
Reportedly, during testing, the display was blank when the unit was turned on. The display turned on when the unit was started in calibration mode. There was no pt involvement reported.

Manufacturer narrative:
(B)(4).